Event description:
Facility reported that the small battery drive loses power and runs intermittently. Update. Facility later confirmed that the reported event occurred in acl surgery. Small battery drive will work and then stop. Different batteries were used and the device performed intermittently. No delay in the surgery. Spare device of different brand was used to complete the procedure. Procedure was completed successfully with no harm to patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The reporters complaint of intermittent operation was confirmed. The device was tested and the complaint was duplicated. Also it was observed during pre-repair evaluation that the device had sticky trigger, accumulation resistance and made an unusual noise. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)